Event description:
It was reported that during endoscopic sinus surgery the device had vibration which was transmitted more than usual. M4 handpiece was used and was vibrating. The number of rotations was 3,000. Procedure was completed with backup product. No health damage to patient.

Manufacturer narrative:
H3: visually, the inner shaft was bent distal to the inner hub when returned. There was no damage to the distal tip and no loose components. Under magnification, there were indentions on the outside diameter of the rotating hub. Functionally, the inner and middle assemblies spun freely by hand with no binding. For further analysis, the blade fit securely into a handpiece, but while oscillating at 3000rpm, the blade had excessive wobbling. A review of the global complaint data showed no other complaints about this lot number. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.